Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular lead would not capture, even at maximum output. The sensing and impedance were stable and the patient was stable. Further information has been requested but not yet received.